Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a. If implanted, give date: not applicable, as lens was implanted and removed in same procedure. Section d6b: if explanted, give date: not applicable, as lens was implanted and removed in same procedure. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 1: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: city: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: post office or zip code: unknown/ not provided. Section e1: reporter: address: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that monofocal non-preloaded intraocular lens (iol) was found to be cracked after it was fully inserted into patient's eye. Lens was removed in same procedure. The patient achieved a post-operative best corrected visual acuity of 6/20. There were no occurrences of unplanned incision enlargement, sutures, vitrectomy, or procedural delays. The directions for use were followed and no additional medical attention or medication beyond standard care was required. No further information was provided.